Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the device lost the settings after changing batteries. Troubleshooting was performed and found customer did not set basal rates after getting the error alarm.

Manufacturer narrative:
Device was received with an error alarm due to leaky capacitor on the mother board and the pump lost the memory due to the error alarm. However, unit passed the bolus and occlusion tests.